Manufacturer narrative:
(B)(4) for the reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a dilation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient, the balloon would not deflate and required to be punctured for it to deflate. Additionally, the balloon was removed together with the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.